Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, concentric, de novo, 2.50x32mm, tight target lesion was located in a mildly tortuous, mildly calcified left anterior descending artery. Following predilitation, a 2.50x32mm promus elite drug eluting stent was deployed. Post deployment a distal edge dissection was noted and covered with another stent at the distal site. The patient was stable and responding well to medications.